Event description:
The patient fell on the ins in the first part of may and subsequently experienced a fading sensation. A CT scan was done at that time showing the lead and ins to be intact. The patient was in good condition and was directed to her physician. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)